Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power went down occurred due to effect from the failure of the power board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lcd monitor exhibited the unit will not power on correctly, which was due to failure of the power board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.